Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07635. It was reported the patient experienced swelling and pain at his incisions and went to the emergency room. An infection was confirmed at both the lead and ipg sites. As a result, the patient's scs system was explanted on (B)(6) 2015. Cultures were taken. Following the procedure, the patient was admitted to the hospital and was given IV antibiotics for 4 weeks.